Manufacturer narrative:
(B)(4).

Event description:
Procedure type: rectopexy. According to the reporter: a small bowel obstruction has occurred following use of v-loc in closure of the peritoneum following laparoscopic ventral rectopexy operation. Both patients experienced symptoms within 2 weeks of initial procedure and required re-operation. On laparoscopy, v-loc could be seen to be adherent to small bowel omentum and in one of the cases the peritoneum had dehisced for about 10mm at the terminal end of the suture line.